Event description:
The customer reported that three days after a hysterectomy in which the device was used, the patient was brought back to surgery for a perforated ileum. The physician stated that he is not sure what caused the perforation. The patient is said to be doing fine.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.